Event description:
The customer stated that she had received some low blood glucose readings. While troubleshooting, she performed control tests and received a result of "lo". The normal control range was not available, but should be around 94-129 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.